Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 378 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sg values. The customer was informed that their blood glucose and sensor glucose levels were not within acceptable ranges. The sensor will be returned for analysis.